Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The current heartmate 3 lvas IFU lists arterial non-central nervous system (cns) thromboembolism, venous thromboembolism, and other neurological events as adverse events and lists thromboembolism as a potential late post implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2019 with 3-4 day history of tingling in her fingers bilaterally and vertigo for a week in the setting of missed anticoagulation. The patient's internal normalized ratio (inr) was 1.2 on admission. A head CT was ordered on (B)(6) 2019 but was negative for acute abnormality. Neurology was consulted and recommended a transcranial doppler. On (B)(6) 2019 the transcranial doppler indicated a small emboli in the left carotid. The patient resumed anticoagulation. Inr goal increased to 2.5-3.5 related to carotid micro emboli. No additional information was reported.